Event description:
Procedure: colon resection. According to the reporter: customer reports that after loading stapler and pre-firing test performed, surgeon placed stapler inside for use and stapler would not close completely to the tip. Reloaded replaced 2 times before stapler successfully fired. Used another device without further consequence. No pt injury or ill-effects. No medical intervention required.

Manufacturer narrative:
(B)(4).